Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/08/2024, it was reported by a distributor via sems-(B)(4) that an ar-9800 synergy rf console burned. This occurred during a procedure. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
Probe harness. This evaluation determined that the reported event most likely occurred due to a defective probe harness.

Event description:
On 08/28/2024 additional information was received by a distributor via email who stated that the event date was 08/07/2024. The procedure performed was a knee arthroscopy. While in use the console had a burning smell and emitted some smoke. No other devices were plugged into the console. It did not give any kind of alarm. There were no injuries. No photos or video were taken.